Event description:
It was reported that during a ptca procedure, the physician was unable to inflate the balloon. Upon testing the balloon outside of the pt, the physician experienced deflation difficulties. No pt injuries or complications occurred.